Event description:
On (B)(6) 2012, a vns neurologist reported that the patient was seen on (B)(6) 2012 and high impedance was observed. Two system diagnostics were performed again on (B)(6) 2012 and the impedance values were 9156 ohms and 9822 ohms. The patient recently had battery replacement surgery on (B)(6) 2012 and diagnostics were reported to be good at that time. The patient has been seen once a week for titration so it was unclear exactly when the high impedance surfaced. The patient stated that she has not experienced any trauma or force to the chest/neck area. The patient has also experienced an increase in seizures over the past week. The physician later reported that the patient has had two seizures since the generator replacement on (B)(6) 2012. The patient felt the device stimulate during settings adjustment on (B)(6) 2012. The patient has been referred for revision surgery due to the high impedance. The relationship of the increase in seizures is above pre-vns baseline seizure levels; however the patient stated that her seizures may have been triggered by stress. The patient reported increased stress/anxiety secondary to the death of her father in (B)(6). There have been no medication changes. The patient does not have multiple seizure types that increased; the patient suffers from intractable epilepsy and concern for non-epileptic seizures as well. Chest and neck (ap and lateral) x-rays were ordered but it is unknown if they will be sent to the manufacturer for review. Although surgery is likely, it has not yet occurred.

Event description:
On (B)(6) 2012, additional information was received when the nurse reported that the patient also experienced an increase in depression secondary to the death of her father in (B)(6) 2012, that preceded the onset of the increase in seizures. Although surgery is likely, it has not yet occurred.

Event description:
On (B)(6) 2012, a/p and lateral x-ray images of the chest dated (B)(6) 2012, were received by the manufacturer. The generator was able to be visualized in the left chest. Whether the lead pin was fully inserted passed the second connector block was unable to be assessed based on the angle of the x-ray. A small portion of the lead is behind the generator and continuity in that portion of the lead could not be assessed. The electrode placement appeared to be normal and no lead discontinuities or acute angles seen in the visible portions of the lead body. Strain relief was present and appeared to be placed per labeling. There were two tie-downs securing the strain relief bend and loop in place. Based on the x-ray images provided, no cause for the report of high impedance could be found, however the presence of a micro-fracture or lead fracture in the portion of the lead that could not be assessed, cannot be ruled out. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent lead revision surgery due to high impedance that day. The lead was cut in several places as part of the removal and replacement process and the hospital reported that they do not allow return of explanted products to the manufacturer. The lead impedance was reported to be "ok" following lead replacement.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays received by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.